Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer decided to attempt filling the tubing one last time before further troubleshooting and did not encounter the minimum fill issue again; they successfully loaded the same cartridge onto the pump and resumed insulin delivery.